Event description:
Per the clinic, the patient was given sedation on (B)(6) 2013, to facilitate abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.